Manufacturer narrative:
The insulin pump was received with the reservoir tube lip completely broken off and test reservoir will not lock or click into place also, unable to perform basic occlusion test and occlusion test due to broken off reservoir tube lip. However, the insulin pump passed idle current test, run current test, self-test, off no power test, a21 error test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked battery tube threads and missing the reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of over 400mg/dl. Customer treated with pens. Troubleshooting found that the reservoir cannot stay locked into place and the top of the reservoir is chipped and cracked. Customer also indicated that the inside of the reservoir compartment looks like old wood. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. Customer declined high blood glucose troubleshooting.